Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic roux-en-y, the needle disengaged from the device when the locking mechanism was engaged. The needle was retrieved with graspers. To complete the procedure, a new device was opened and used. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.